Manufacturer narrative:
Product event summary: the device was returned and analyzed and tested out of specification. Visual inspection of the sheath showed the device was intact with no apparent issues. Air aspiration was reproduced when a test catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; the valve was torn.

Event description:
It was reported that during a cryo ablation procedure, there was an unknown issue with the sheath. Troubleshooting steps were unknown and the procedure was completed with the cryo console. No patient complications have been reported as a result of this event. The device was subsequently returned and tested out of specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.